Event description:
It was reported that the implant was removed due to loss of integration with bone loss. Allergic reaction.patient is very allergic to different things and reacted to the implant. Patient is well now.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant and cover screw were returned for investigation. There were no allegations against the cover screw. Visual evaluation of the as returned implant identified signs of use but no apparent signs of malfunction. The device could not be functionally tested for the reported event (allergic reaction). Pre-existing condition noted on the per was 'moderate bone density ¿ type ii'. The reported device had been placed on tooth #46 (fdi) for approximately 2 ½ years. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08/01. Information identified: sterility, contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, under 'sterility' it is stated 'all dental implants are supplied sterile and are labeled 'sterile'. All products sold sterile are for single-use before the expiration date printed on the product label. Do not use sterile products if the packaging has been damaged or previously opened. Do not re-sterilize'. DHR review: DHR review for the lot (2010120398) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot numbers (2010120398) for similar events (complaint category keywords: allergic reaction) and no other complaint was identified. Post market trending review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did not occur. The reported event could not be verified as the exact details of event and patient anatomical/physiological conditions were unknown/non-verifiable.